Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The caller reported that she woke up in the middle of the night with a blood glucose result of 450 mg/dl and experienced symptoms of nausea. The customer treated with an alternative insulin therapy. At an unknown time the customer went to the hospital. The blood glucose results obtained at the hospital were not provided. The customer was admitted into the hospital for high blood glucose and was treated with an unknown drip and an unknown medication for nausea. At the time of the report the patient was still hospitalized, it is unknown when she will be discharged.